Manufacturer narrative:
The insulin pump powered up properly. No battery out limit alarm and no failed battery test alarm noted. All operating currents are within specification. No button error alarm noted. All buttons functioned properly; however, the insulin pump had moisture on keypad traces. The insulin pump passed self-test and displacement test. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she attempted to bolus but noticed the keypad was not responding. She changed the battery and received a failed battery test alarm. She changed the battery again and received a button error alarm. The customer was unable to clear the alarm. Customer's blood glucose level was 132 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.